Manufacturer narrative:
Section h6 - the selected health effect - impact code should have been "4632 - prolonged surgery" instead of "2199 - no health consequences or impact".

Manufacturer narrative:
The reported even of stylet could not advance was confirmed. A complete lead, without a stylet was returned in one piece for analysis. The stylet could not be fully inserted into the lead due to blood inside the inner coil at the distal region of the lead. The reported event was isolated to the inner coil being clogged with blood. Visual inspection and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was found that the guidewire could not be inserted into the lead. The lead was replaced. The procedure was completed successfully. The patient was discharged.